Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Product z466 is not approved in us; but a similar product, z464u albacyte® expanded rh negative antibody screen is approved in us. Our investigation has confirmed albacyte® rhd negative cat reagent red cells for antibody screening product z466 lot v230970 to be fit for purpose therefore this complaint is deemed unconfirmed. Quotient reference number of this file is (B)(4).

Event description:
End user has observed that when testing patients who have had recent anti-d prophylaxis, with albacyte® rhd negative screening panel, product z466, lot v230970, exp 29mar21 they appear to be frequently picking up anti-c as well.